Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) however, a specific value was not provided, cause was unknown. Customer delivered a bolus via the pump to address bg level. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.